Event description:
It was reported that the patient had driveline repair recently but continued to have driveline faults. A review of the log file revealed intermittent driveline faults on (B)(6) 2022 through to the end of the log on (B)(6) 2022. The driveline wire data captured some continuity issues with the yellow wire but had not appeared to have totally broken. The remaining driveline wires were all within normal range. Additional information revealed that there were intermittent driveline faults from (B)(6) 2022 to (B)(6) 2022. There was also concern of thrombosis due to gradual increase in pump power and the patient was in right heart failure. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
The patient's previous driveline repair was reported under manufacturer report number 2916596-2022-11349. Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file data. A direct correlation between the reported events (suspected thrombus, right heart failure, and patient condition) cannot be conclusively determined through this investigation. Log file (B)(6) contained data spanning from (B)(6) 2022 at 11:03:33 to (B)(6) 2022 at 10:01:44, per the timestamp. Intermittent yellow wrench advisory alarms associated with driveline faults were captured from (B)(6) 2022 through the end of the log file. The driveline fault alarms, 20 in total, appeared to be associated with increased phase 3 hex values as compared to phases 1 and 2. Log file (B)(6) contained data spanning from (B)(6) 2022 at 07:16:00 to (B)(6) 2022 at 11:14:44, per the timestamp. Intermittent yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. The driveline fault alarms, 163 in total, appeared to be associated with increased phase 3 hex values as compared to phases 1 and 2. Log file (B)(6) contained data spanning from (B)(6) 2022 at 15:34:54 to (B)(6) 2022 at 07:07:53, per the timestamp. Persistent yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. The driveline fault alarms, 214 in total, appeared to be associated with increased phase 3 hex values as compared to phases 1 and 2. Log file (B)(6) contained data spanning from (B)(6) 2022 at 13:45:37 to (B)(6) 2022 at 02:20:36, per the timestamp. Persistent yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. The driveline fault alarms, 231 in total, appeared to be associated with increased phase 3 hex values as compared to phases 1 and 2. No other notable alarms were captured in the submitted log files. Based on our complaint history and similarly reported events, the data captured in the log files appears consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. An echocardiogram was collected and revealed an increase in the dilation of the left ventricle. The patient remains ongoing on (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) lists thrombus and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use outlines the indications of thrombus / how to respond to such events and cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this document explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.